Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center unit returned to standby mode even when the power button was pressed. This issue occurred during the inspection for use. There was no patient involvement.